Event description:
It was initially reported to boston scientific that during the procedure the physician felt friction while advancing the matrix standard - 2d coil through the mti echelon microcatheter. No complications were reported to have been encountered with the pt. In 2003, during analysis of the device, it was noted that the main coil suture had separated from the glue melt joint, due to this finding this complaint subsequently became a medical device report.